Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on dec 23, 2020. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) H6 component codes: 866 - lenses health effect - impact code: 4648 - insufficient information health effect - clinical code: 4580 - insufficient information medical device problem code: 3001 - optical problem

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 866, 2199, 4582, 3001, 10, 3331, 3224, 19). Component code: 866 - lenses. Health effect - impact code: 2199 - no health consequences or impact. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 3001 - optical problem. Type of investigation code #1: 10 - testing of actual/suspected device. Type of investigation code #2: 3331 - analysis of production records. Investigation findings: 3224 - optical problem identified. Investigation conclusions: 19 - cause traced to user. The returned sample was visually inspected for damage. Visual observation of the internal components using a monocular was conducted. It was discovered that there was a crack on one of the internal lenses which resulted in a foggy visual field. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo (B)(4).

Event description:
The user facility reported to terumo cardiovascular a foggy scope. It is unknown when this event occurred, whether there was a delay in the procedure, whether the product was changed out, whether the surgery was completed successfully, whether there was blood loss or any patient injury. Terumo continues an attempt to gain more information regarding this event from the user facility.